Event description:
It was reported that patient has bilateral hip replacements with the accolde tmzf stem in 2006. Patient was walking at home when the stem broke. The fracture line is about 10mm from the base of the femoral head. The accolade stem was cut out and replaced with a zimmer revision stem.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem. It was noted that the device is not available for evaluation as it was retained by the surgeon. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem neck fracture involving an unknown accolade stem was reported. The event was confirmed. Method and results: device evaluation: the provided images confirm the reported event, the neck of the stem has fractured distal to the trunnion. Neither of the images offer a clear view of the fracture surface. Nothing additional could be learned from the images. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. Operative reports and follow notes and x-rays would be required to provide a meaningful dictation for this case. Conclusions the provided images confirm the reported event. The root cause could not be determined due to the minimal information received. Operative reports and follow notes and x-rays would be required to provide a meaningful dictation for this case.

Event description:
It was reported that patient has bilateral hip replacements with the accolde tmzf stem in 2006. Patient was walking at home when the stem broke. The fracture line is about 10mm from the base of the femoral head. The accolade stem was cut out and replaced with a zimmer revision stem.

Manufacturer narrative:
An event regarding stem neck fracture involving an accolade stem was reported. The event was confirmed. Device evaluation: two images of the fractured stem were provided. The images confirm the reported event, the neck of the stem has fractured distal to the trunnion. Neither of the images offer a clear view of the fracture surface. One image shows the proximal seating surface of the stem covered with boney ongrowth. Medical records received and evaluation: a medical review was performed and concluded: "in this large, active male patient, if at the time of acetabular revision a scratch were made on the lateral neck of the femoral component when the change was made to a longer neck/modular head, the increased lever arm of the longer head would have initiated a fatigue fracture of the neck as described in the (B)(6) 2013 operative report. Examination of the explanted stem and its fracture surfaces would confirm this mechanism and rule out factors of faulty component manufacturing or materials as the cause of this fracture." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been two other events for the reported lot. Conclusions: the provided images confirm the reported event. A medical review indicated that "in this large, active male patient, if at the time of acetabular revision a scratch were made on the lateral neck of the femoral component when the change was made to a longer neck/modular head, the increased lever arm of the longer head would have initiated a fatigue fracture of the neck as described in the (B)(6) 2013 operative report. Examination of the explanted stem and its fracture surfaces would confirm this mechanism and rule out factors of faulty component manufacturing or materials as the cause of this fracture." No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient has bilateral hip replacements with the accolde tmzf stem in 2006. Patient was walking at home when the stem broke. The fracture line is about 10mm from the base of the femoral head. The accolade stem was cut out and replaced with a zimmer revision stem.